Event description:
Patient reported that in (B)(6) 2010, hcp couldn't get the "plunger down." Hcp turned pump down the morphine and increased the fentanyl. The patient then had withdrawal symptoms. The pump was replaced. Patient stated he was supposed to be released 23 hours after implant. He was released a few days after the implant. Patient stated hcp told him his catheter was clogged. Patient stated he thinks the medication was released out of the seals and out of the catheter backwards. Patient thinks he was getting medication. Patient never went in for a refill and experienced discrepancy in refill volume. Patient reported he had electroconvulsive therapy for depression. Patient had cancer due to massive use of steroids for ulcerative colitis. Patient fell down a flight of stairs before he ever had the pump and got compression fractures in his spine. All of these prior health concerns had led him to need electroconvulsive therapy. The pump was currently delivering bupivacaine and dilaudid. The pump previously delivered morphine.

Event description:
Patient reported that the hcp was unable to inject dye in catheter port when doing a dye study in (B)(6), 2011. The patient did not experience any symptoms before the study, however, hcp wanted to do this before replacing the pump. Per patient, the hcp informed them that the catheter either "came out or was clogged." The pump and catheter were replaced. Patient reported that he had morphine in the pump at that time. It was indicated that the pump was also delivering bupivacaine. It was unclear what drug was in the pump.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted 2003-(B)(6), explanted:unk. (B)(4)